Event description:
It was reported that the patient was seen in the emergency room feeling lightheaded and dizzy. The right ventricular (rv) lead had dislodged and exhibited complete loss of capture. The lead was repositioned and remains in use. It was further reported that the left ventricular (lv) lead was capturing intermittently and exhibited high thresholds. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4195 implantable pacing lead 2013-(B)(6), 5076 implantable pacing lead 2013-(B)(6). (B)(4).